Event description:
It was reported that (1) device was used during a laparoscopic wedge resection. It was reported by the affiliate that the ez45b instrument would not fire with the cartridge due to the deformed blade. Another instrument was used to complete the case. There was no consequence to the pt.